Event description:
Patient on ventilator was found by rn to have low vent pressure; (patient volume maximum 70-110) and setting volume at 450 with patient oxygen saturation at 97-100%. Respiratory therapy was contacted and they immediately replaced the ventilator with another unit. The patient's oxygen saturation returned to normal. The malfunctioned ventilator was removed from service and when checked by maintenance vendor, they were unable to replicate the problem. The ventilator will remain out of service until evaluated by manufacturer.